Event description:
It was reported that the device had a bad control board. Additional information was received which stated the event occurred during monthly equipment inspection. No patient involvement.

Manufacturer narrative:
Other text: one (1) sample was returned for evaluation; the sample was received with a broken door assembly. Functional testing was performed. The printed circuit board (pcb) was damaged by a water leak from the top socket o-ring seal. The printed circuit board (pcb) was replaced. Additional repairs were completed. Preventive maintenance was performed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously.